Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the dreamtome was inspected and looked normal during unpacking. When performing the sphincterotomy the device worked normally for the first cut, then the cutting wire broke while trying to enlarge the sphincterotomy. No wire was noted to have fallen into the patient. The power generator settings were the same and the "bridge" was not touched. It is possible that the wire may have hit a stone. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the link was detached from posterior cuff. A link detachment will result in a failure to retrieve the suture during plunger retraction and can appear very similar to the reported suture break. During testing, the plunger was inserted and retracted successfully without any resistance that could contribute to a link break at the posterior cuff. The whole suture was returned and was able to be pulled out from the posterior needle slot without any observable resistance that could result in a link break during plunger retraction. Based on the investigation findings, the root cause for a link break at the posterior cuff could not be determined. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.